Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r oversensing, resulting in inappropriate automatic mode switch. No intervention was performed, and the patient was stable.